Manufacturer narrative:
The device came in for unknown reasons. The device was repaired, passed all require testing and specifications and released back to the customer. A review of the device history record for sn (B)(4) was performed from date of manufacture 08/21/2019 to the present date 12/2/2020 and confirmed that this device was not previously returned for servicing and there were no production failures indicated on the source device.

Event description:
The customer reported unknown/not provided and the device failed pm twice, said occlusion when there was not one. There was no patient involvement reported.